Event description:
It was reported that the catheter was leaking at the insertion site.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.